Event description:
It was reported by a customer in the USA that, during patient use, the 840 ventilator graphic user interface (gui) failed. There was no reported patient injury.

Manufacturer narrative:
The evaluation and repair information is not yet available. (B)(4).